Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer an ICU rn called requesting assistance with an ECG waveform on a cardiosave. He reported the patient was temporarily av paced following cardiothoracic surgery. He stated the cardiosave was in auto mode however it was frequently switching from ECG trigger to pressure trigger. A screenshot of the iabp monitor showed the pump was in auto mode using ECG trigger with a trigger rate of 51 from the ECG waveform. He reported the patient heart rate was 90 on the bedside monitor. He had troubleshot the issue by replacing the ECG electrodes multiple times and switching the ECG cable. He denied the presence of defibrillator pads on the patient chest. The engineer recommended replacing the ECG electrodes applying doppler gel to the back of each electrode and positioning the ECG electrodes close to the heart to improve conduction. The nurse followed the recommendations and replaced the electrodes however the issue was not resolved. The engineer also instructed the nurse to switch to semi auto mode using ECG trigger and to review each ECG lead to determine which lead provided the best ECG waveform. The nurse stated that none of the ECG leads produced a clear ECG waveform. He then switched to pressure trigger which provided clear and appropriate waveforms. He stated he would continue replacing the ECG electrodes and would contact the engineer again if additional troubleshooting assistance was needed. The nurse appreciated the support provided and had no further questions.

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported by the that while using cardiosave intra aortic balloon pump (iabp) the reporter called requesting assistance with an ECG waveform. He stated the cardiosave was in auto mode, however switching from ECG to pressure trigger frequently. A screenshot of the iabp monitor revealed the pump was in auto-mode using ECG trigger with a trigger rate of an ECG waveform with a trigger of 51. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.